Event description:
Total hip drape had a defective "pocket". The adhesive glue that keeps the "pocket" together is insufficient, potentially allowing sterile supplies to become contaminated without knowledge of surgical staff. Occurred during a left hip hemiarthroplasty.